Event description:
It was reported that the patient was in for a routine follow up appointment when the ICD showed episodes of t wave oversensing and atp therapies due to oversensing. The physician reprogrammed the ICD and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.